Event description:
Patient was implanted on an unknown date with a long proximal humerus plate and screws for orif (open reduction internal fixation) of humeral fracture. On an unknown date, it was determined that 2 distal screws were broken. Patient was returned to the operating room on (B)(6) 2013; the surgeon removed all hardware- 1 plate and an unknown number of screws. The shaft of one of the broken screws could not be retrieved and remains implanted. Patient was then revised to a large fragment plate and screw fixation to continue healing. The parts were removed easily and discarded. There was no delay in surgery time and the patient is reportedly recovering well. This report is for an unknown plate. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was implanted on an unknown date. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.